Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device would not toggle and the stitch came off the needle. The device was replaced to resolve the issue and complete the case. There was no patient injury.